Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was damaged and difficult to read. There was no adverse impact to customer¿s blood glucose level. The customer declined troubleshooting from tandem technical support, therefore no additional information was provided.